Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted. The device also had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 120 mg/dl. Troubleshooting was done. The customer stated that she was at the beach and entered the water, forgetting that the insulin pump was on her. The customer stated that the insulin pump might have gotten wet with saltwater. The customer stated that were four cracks on the insulin pump as well. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.